Event description:
Reporter stated the suspect device contributed to a patient being hospitalized for blood glucose concerns. Reporter refused to provide any additional details about the event, citing hipaa compliance. Technical support requested the return of the suspect device and replacement product was shipped.